Event description:
A customer reported experiencing low laser energy during a procedure. The case was completed using the same equipment and accessories. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).